Event description:
A cartridge change error with the pump was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer, guided by technical support, attempted to resolve the issue by inspecting and replacing the cartridge and cleaning the pump, but the error persisted even after trying a second cartridge. Consequently, technical support decided to replace the pump and sent goodwill cartridges. The customer switched to multiple daily injections (mdi) as a backup insulin therapy and was instructed on how to return the faulty pump to tandem.